Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The rotation tab was slightly bent. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next 3 clips. At this time, no clip was in the next position which resulted in a dry fire. The final 2 clips were then able to fire properly and attach to the over-stressed surgical tubing. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The dry fire and the bent rotation tab are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 7 c lips remaining, including the partially loaded clip, indicating that 8 clips were fired by the end user. CAPA 40010983 has been opened to further investigate this issue. Reference file anp1900072843 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not opening" was confirmed based upon the sample received. One device was returned. The device was received with 7 clips remaining, including the partially loaded clip, indicating that 8 clips were fired by the end user. The sample was returned with its rotation tab bent. Upon functional inspection, the first 4 clips fired properly. However, the fifth attempt resulted in a dry fire before the final two clips were able to fire properly. The dry fire and the bent rotation tab are both indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. CAPA 40010983 has been opened to further investigate this issue.

Event description:
It was reported that the clip cannot be opened when loaded during use. There has been a problem that has already been left out.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800358 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip cannot be opened when loaded during use. There has been a problem that has already been left out.